Manufacturer narrative:
Customer reported a sample nozzle, fault or failure of sample nozzle error while running a sample. Fse confirmed reported error by reviewing analyzer error logs and observed the sample nozzle, fault or failure of sample nozzle error while running a sample. Troubleshooting steps found that the ground cable going to the sample nozzle was loose by a visual check. Fse tightened the screw to the ground cable making a better connection and then ran the daily check with no more sample nozzle, fault or failure of sample nozzle errors posting. Ran controls, and the controls recovered within manufacturer package insert sheet ranges. The system was returned to service a 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 21 feb 2021 through aware date 21 mar 2022. There were no similar complaints identified during the search period.

Event description:
Customer reported that the aia-360 analyzer's sample nozzle was bent and unusable. This is a reportable event based on delay in reporting patient results for human chorionic gonadotropin, total beta (bhcg), estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lh ii) and progesterone (prog iii).